Manufacturer narrative:
Exact date unknown, event occurred a year go from the aware date. Explant date: 2019 additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500, model: sc-8352-50, serial: (B)(4), batch: 20296617.

Event description:
It was reported that the patient had inadequate stimulation. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.